Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was revised due to pocket and a lead incision, infection. The physician re-tunneled the electrode 2-3 cm beneath the infected incision site and cleaned the existing pocket site; antibiotics administered. Due to the patient's condition, no post revision defibrillation testing was completed; however, the vector was changed from secondary to the primary following auto setup. To date, the device and electrode remain implanted and in service.